Event description:
On (B)(6) the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter bg readings of 126 mg/dl at 7:30 am and 157 mg/dl at 11:11 am, from one strip and then from another strip the user received bg readings of 126 mg/dl at 11:14 am and then 131 mg/dl at 11:55 am. The user stated that he had not tested his bg for several months.

Manufacturer narrative:
While on the phone with dario's representative, the user stated that he did not have his dario meter available at that time, and therefore could not perform troubleshooting steps and give additional information. Dario's representative contacted the user once again at a later date, and the user reported that he opened a new cartridge of test strips and he is now receiving bg readings that are in normal range for him. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.